Event description:
During an unrelated procedure, the right atrial (ra) lead was visually observed to have lead insulation damage. The ra lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of two damages visible on the lead was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found procedural damage to the outer insulation at the middle region of the lead. The cause of the reported event was isolated to procedural damage.